Event description:
Elderly male with history of coronary artery disease and hypertension. Presented for diagnostic heart catheterization; when the jl 4 guide catheter was removed from packaging, it was kinked in 2 areas. Product not used on patient.